Event description:
The micro sagittal saw was sent in for evaluation due to overheating during testing. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
Failure analysis is ongoing. Additional information will be submitted once the quality investigation is complete. Failure analysis is in progress.